Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer was hospitalized due to high blood glucose and allergy on unknown date. The customer¿s blood glucose level was 400 mg/dl. The customer was reported that insulin pump had malfunction. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information in narrative summary. The correct information has been provided with this report. (B)(4).

Event description:
The customer was not hospitalized due to allergies.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.